Manufacturer narrative:
B3- date of event is estimated. A4- patient weight is unknown.

Event description:
It was reported the eterna ipg was unable to be connected to external devices patient had an unrelated procedure and had not placed ipg in surgery mode. Company representatives met with patient and troubleshooting steps was unable to resolve the issue. In addition, the cp would not locate or feel the battery. X-rays found that the ipg was deeper than it was implanted. Surgical intervention may be pending to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of not being able to connect was confirmed. The device was returned depleted and after a brief charge normal communication was observed. Based on the ipg diagnostic logs, the device was not charged after being implanted and entered a stim off state on (B)(6) 2023 and a comm shutdown on (B)(6) 2023. This would have resulted in the inability to communicate with the device using a clinician programmer or patient controller. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed.